Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 557 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer stated that the lip ring was loosened. Customer stated that the reservoir was not able to lock in place. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with loose drive support disc.